Event description:
After the implant procedure was completed, the patient developed a hematoma at the neck incision site. Physician brought the patient back into the or, drained the hematoma, and closed. Patient presented back to the emergency department with a hematoma at the chest incision site. Physician brought the patient into the or, drained the hematoma, and closed the incision. Physician prescribed antibiotics after the procedure was completed.